Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, 5 tubes had no additive. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photographs from the customer for investigation. Visual evaluation of the photos confirmed missing additive in 2 photos, and droplets of additive on tube sidewall in 1 photo. In addition, 90 retention samples from bd inventory were inspected, with all samples containing additive. The device history records were reviewed with no issues identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for missing additive. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use with the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, 5 tubes had no additive. There was no report of patient impact.